Manufacturer narrative:
Result: corrosion in the siderails' mechanical mechanism.

Event description:
It was reported by service report that the right footed siderail was stuck and will not lock up. No pt involvement or adverse consequences were reported.